Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen had a small pixel displayed on the screen. Reportedly, the pixel is on the button "3", however, the pixel does not completely cover the "3". Customer's blood glucose level was not impacted.